Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of no pressure reading is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that all connections was attached to the intra-aortic balloon pump (iabp) but the device did not show any pressure readings. As a result, the staff changed the connections to another iabp and the pressure reading showed immediately. There was no report of patient complications, serious injury or death.

Event description:
It was reported that all connections was attached to the intra-aortic balloon pump (iabp) but the device did not show any pressure readings. As a result, the staff changed the connections to another iabp and the pressure reading showed immediately. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).